Event description:
It was reported that during an unknown procedure the device would not close or fire the staple load. No patient consequences were reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Batch # 915a19. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal 4 drivers up and the remaining drivers down with staples present, the swing tab in the locked position and the knife not completely within the doghouse. In addition, both gripping surfaces were broken off making the reload nonfunctional and the reload was dent over the pan. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. The condition of the gripping surfaces and the pan damaged is consistent with an improper loading. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. It is possible that the knife exposed noted on the reload is consistent with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 915a19, and no non-conformances were identified.